Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "footswitch was incorrectly programmed" (programming issue). The facility biomedical engineer reported that bss was leaking on the system. Add'l info received from the biomedical engineer stated the event occurred during set up. The footswitch was incorrectly programmed. Another system was brought in to proceed with cases. The footswitch was then reconfigured correctly. There was no pt involvement per the biomedical engineer.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. (B)(4).